Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Although the report of pump power elevations was confirmed based on the review of the submitted system controller log file, a specific cause for the power elevations and a correlation between the events captured in the submitted log file and the reported brief hemolysis event could not be determined as the patient remains ongoing on pump support and no further incidents have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient had a feeling of pump vibrations at home and presented to the hospital the next day. A review of the patent's log file revealed that there were pump power elevations above 10 watts, associated with reductions in the patent's average pulsatility index. Once in the hospital, it was reported that the patent's lactate dehydrogenase (ldh) level was within normal limits. The patent's previously established anticoagulation regimen was not altered. The lvad's pump parameters reportedly stabilized and the patient had no further symptoms. The patient was discharged home.